Manufacturer narrative:
Batch review performed on 04.nov.2021. Lot 103786: (B)(4) items manufactured and released on 21-jan-2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event since 2017.

Event description:
At 8 years and 8 months after the primary surgery, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (from 12mm to 17mm)and the surgery was completed successfully.